Manufacturer narrative:
Block b3 exact date unknown, event occurred sometime after (B)(6) 2022.

Event description:
It was reported that the patient experienced inadequate therapy, difficulties speaking, loss of movement on her right side, is unable to walk and is in a wheelchair following a deep brain stimulation procedure and condition is rapidly deteriorating. Attempts to reprogram the dbs were made, however were unsuccessful. A magnetic resonance image (MRI) taken revealed no anomalies. It was noted the patients issues are the disease progression however may be device related per the physicians assessment. Additional information has not been provided despite good faith efforts.